Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. 1 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 21:00:14. Daily pace lead impedance trend data shows ventricular pace bi impedance= 494 to 4047 ohms peak, between (B)(6) 2011.

Event description:
It was reported that the patient was seen at the clinic due to a triggered patient alert. The right ventricular lead had high impedance and high thresholds. The lead was removed. No patient complications have been reported as a result of this event.